Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6154608. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tubing of 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set came off the luer adapter during the blood collection. No medical intervention or injury reported.

Manufacturer narrative:
Date received by manufacturer was listed on the initial MDR as 08/23/2017. The date the complaint was actually received by the manufacturer was 10/13/2016.